Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of this right ventricular (rv) defibrillation lead, undersensing and noise was noted upon connection of the lead to a pacing system analyzer (psa). An attempt was then made to reposition the lead a few times, however, undersensing and noise remained. Additionally, the lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms when reconnected to the psa. The psa cables were replaced; however, there was no change. A lead issue or damage was suspected. This lead was attempted but not implanted. Another lead was successfully implanted, and all lead measurements were noted to be stable. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that during implant of this right ventricular (rv) defibrillation lead, undersensing and noise was noted upon connection of the lead to a pacing system analyzer (psa). An attempt was then made to reposition the lead a few times, however, undersensing and noise remained. Additionally, the lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms when reconnected to the psa. The psa cables were replaced; however, there was no change. A lead issue or damage was suspected. This lead was attempted but not implanted. Another lead was successfully implanted, and all lead measurements were noted to be stable. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.